Manufacturer narrative:
The insulin pump was monitored for several days. However, it was received with all operating currents within specification and passed functional testing including the rewind, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tubelip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert. The customer's blood glucose value was 124 mg/dl. Troubleshooting was performed. The customer stated that they changed the battery and the pump still alarmed low battery. The product was returned for analysis.